Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, this right ventricular (rv) lead exhibited increased thresholds and oversensing of atrial paced and sensed activity resulting in pacing inhibition for greater than 2 seconds of asystole. The patient was pacemaker dependent. The lead was observed to have dislodged and the coil was close to the right atrium. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.